Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was treated with vancomycin injection (1 gram, stat and route not reported) and cefepime injection (1 gram per exchange, route and frequency not reported). The day after the onset, the patient was hospitalized for the event. Action taken with dianeal therapies were not reported. At the time of this report, patient outcome was unknown. No additional information was available at the time of this report.